Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced an infection located at the ipg site. In turn, the drg system was explanted. Date for the explant was unknown.